Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was experiencing blood glucose values (bg) in the 300-500mg/dl range with moderate ketones and was hospitalized on three different occasions for the past 1 to 2 weeks. The reporter denied that the patient had symptoms of nausea, vomiting or shortness of breath. It was indicated that the patient has recently started using the pump on her own; she has changed out the site/set and primed without assistance. The reporter claimed that the patient experienced the following bg values after bolusing using novalog insulin and the ezprime feature on the pump; the "high" bg reportedly started on (B)(6) 2012 at 5:45pm where the patient's bg reportedly went up to 500mg/dl; at 8:10 pm, the patient reportedly changed out her site/set, bolused 9.25 units of insulin via the pump and her bg was reported to be 417mg/dl, during this time, the patient bolused another 4.25 units of insulin via the pump; on (B)(6) 2012 at 1am, when the patient awoke the next morning, her bg value was reported to be 341mg/dl with moderate ketones, the patient reportedly gave herself 5.75 units of insulin via the pump; at 9:54 am, her bg was reported to be 320mg/dl and then the patient gave herself another 3.3 units of insulin via the pump; at 10:51 am, her bg was reported to be 304mg/dl and bolused another 0.15 units of insulin via the pump and then called customer support (cs) for assistance. The patient stated that she did not let insulin sit out to room temperature prior to priming the pump. Cs instructed the reporter to monitor the patient and to provide the proper training to the patient on how to prevent air bubbles and how to prime the pump. This complaint is being reported because of the patient's hyperglycemic event. Use error caused or contributed to the reported bg excursion as customer support determined that air bubbles in the cartridge and the tubing were the cause of the elevated bgs.